Event description:
It was reported that the cap is broken and there is color substitution.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The following repair and service diagnostic codes were identified: broken prism, deformed cable, deformed rear enclosure, damaged threads on front enclosure, picture off center. The following was observed: a broken prism, deformed cable and rear enclosure, damaged threads on the front enclosure and an off-center picture. A camera rebuild was performed which includes replacing the cable, dome switch, sensor and front and rear enclosures. This does confirm the alleged failure mode of the colored screen. Probable root cause: digital board, filter / fuse, ac inlet board, main board, transition board, poor grounding (e.g. ""Finger"" grounding tab connecting front and rear enclosure. Camera head connection from cable to transition board). In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the cap is broken and there is color substitution.